Manufacturer narrative:
No patient code - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a slow flow event occurred. The device was unable to advance past the lesion despite multiple passes. Slow flow was noted in the acute marginal branch, and vasodilators were administered to resolve the issue. The device was replaced with a coronary classic crown, which was also unable to cross the lesion. The device was removed and the guide catheter was replaced. The classic crown was reintroduced and was able to cross and treat the lesion. The procedure was completed with balloon angioplasty and stent deployment, and the patient was in stable condition.